Manufacturer narrative:
Concomitant device: 1884004hr: blade 1884004hr tricut 5pk m4 4mm rotata. Initial use of device 510k: exempt pro code: eqj. Product evaluation: analysis results not available. There was no malfunction reported for either device; the handpiece is still in use and the blade was discarded following the procedure. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a sinus procedure the patient suffered an anterior ethmoid artery injury which led to bleeding into the eye. To relieve the pressure on the eye caused by the bleeding, a lateral canthotomy was performed by an ophthalmologist. The patient's current status is well and her vision is fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.